Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed the 8mm fenestrated bipolar was found to have a broken grip at the grip base. A piece approximately 0.216 x 0.549¿ was found to be broken off. The broken fragment was not returned with the device.

Event description:
It was reported that prior to a da vinci assisted procedure, the tip of the fenestrated bipolar forceps was broken. The procedure was completed and there was no patient injury.